Event description:
The following info was reported: balloon ruptured during pullback of a 6f sheath and the sheath and device came out. Manual pressure was applied for 30 minutes during which time hemostasis was achieved. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: 7 mm. Procedure: peripheral.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification revealed a micro tear on the balloon, approximately 5.5 mm from the balloon proximal tip. The review of the lhr (lot f1408601) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.